Manufacturer narrative:
"An attempt to reproduce the reported event using fota app version 1.3.4 installed on samsung galaxy s21 5g (os 13) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551323 document (B)(4), version g. Based on the description, the customer has not yet completed the training. The customer attempted to check eligibility on april 27, but the package was not in a ""ready"" state until may 2. Furthermore, the development team has confirmed that there is no issue with the fota application, and the customer needs to complete the training in order to perform the pump upgrade. The helpline has been informed that the customer is now eligible for the update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced oops, something went wrong. The customer reported no adverse event. The event involved product(s) mmt-6121. The troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6121.